Manufacturer narrative:
Evaluation summary: the lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Product was returned indicating that following an intraocular lens (iol) implant procedure, the lens was exchanged 18 days postoperatively. The lens diopter of the initial lens was 22.0d and the replacement lens is 20.5d. Additional information was requested.

Manufacturer narrative:
The product was returned. Solution is dried on the lens. Both haptics are bent in the gusset area. The optic is torn/split/cracked and cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the removal of the iol could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The 22.0 diopter lens model was replaced with an 20.5 diopter lens model. (B)(4).